Event description:
Information was received from a patient who was receiving bupivacaine (unknown concentration or dose) and dilaudid (hydromorphone) (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the pump that was put in was inoperative and never worked so they took the patient off all pain medication. The patient reported that the pain was so high that it put the patient's heart in atrial fibrillation and shut off. The patient stated that they now have a pacemaker. The patient stated that they need a MRI (magnetic resonance imaging) for back pain. The patient stated that their pain has been ongoing several months, confirmed 2 months. The patient stated that it has been in 3-4 months for heart as the pain was so bad. Patient services tried to clarify if the MRI was related to an issue with the pump and the patient stated that they do not know. The patient stated they are having pain and need to figure out if their back was deteriorating or if they need to check catheter placement. The patient became irritated with questions asked by patient services. The patient stated having back pain and not established with a problem with the pump. Patient services tried to gather medication in the pump and patient became upset and stated, "we know what's in there." It was noted that the patient was living with pain since 2000 and patient services tried to clarify the report of pain for two months and patient stated no. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer regarding patient receiving intrathecal dilaudid and bupivacaine via an implanted pump for non-malignant pain. The patient mentioned they have a problem with their heart where 'my heart goes into a-fib and shuts off when the pain gets high.' Patient stated that they would not take this kind of pain anymore and it has put them in the hospital several times, 'not this particular one,' but they have gone to the hospital before due to the pain. It was also noted they 'have sweats,' and were 'starting to hurt' so the patient's family member suggested the patient go to the emergency room (ER) to get an injection, but patient stated they could not. The patient's family member mentioned they could not get hold of their doctor's office because they were now closed.